Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke at 14.5mm from the distal end. Both the probe and the grasping section had contact marks with each other. The shape of the fracture surface showed that the cracks developed from the contact marks as the starting point. There was a coarse part on the fracture surface which showed that it fractured by physical stress. And the ptfe pad was worn. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the probe with cracks was broken by physical stress. The cracks were developed from the contact marks on the probe by stress during the procedure. The contact marks were made since the ptfe pad was worn, which caused contacting between the probe and the non-insulated area of grasping section. The ptfe pad was worn due to activating output of the device by the user without grasping anything (including after the tissue separated) while the grasping section is closed. The instruction manual of the subject device already warns; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that, during a laparoscopic myomectomy, the subject device was used. The probe of the device broke off and fell into the patient while in use. The fragment was retrieved by a grasping forceps. The user found that there were no fragments in the patient. The procedure was completed with an electrical scalpel. There was no patient injury reported.